Event description:
It was reported that patient underwent a total shoulder arthroplasty on (B)(6) 2014. During the procedure, the humeral bearing and humeral tray would not engage. Another humeral tray and bearing were available to complete the procedure; however, a fifty minute delay occurred as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformances. Dimensional evaluation found component to be within appropriate design specification with exception of deformation due to assembly issues.